Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that several question marks were noted in the most recent remote home monitoring transmission data for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed the presence of question marks is typically due to a benign memory anomaly resulting in a loss of patient data. Additionally, a health care professional (hcp) inquired about how the device displays battery information. Ts discussed the displayed battery information and how the device calculates battery status and also noted the memory anomaly resulting in the loss of patient data does not affect therapy delivery and discussed potential programming options. No adverse patient effects were reported. This device remains in service.